Event description:
Ous MDR - it was reported that, about 4 months after the implantation, the ICD could not be interrogated. The ICD was exchanged and returned for analysis. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
The returned ICD could be normally interrogated at receipt. The interrogation showed the device status bos, 4 charge processes had been registered. Interrogation ability was as expected both with placed programming wand and via rf telemetry. The memory content of the ICD was analyzed and proved to be unremarkable. In particular, there was no indication of a malfunction of the device that could have contributed to a lack of interrogatibility. In the available iegms from (B)(4) 2014, the reported time of the explantation, interference was visible in all channels, which led to a charge process of the ICD. This indicates that the therapy function of the ICD was turned on and functional during the implantation time. In another step, the signal sensing and the impedance measurement function of the ICD were checked. The signals sensing proved to be free of noise. The ICD sensed supplied signals free of interference. The impedance measurement functions behaved normally. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.